Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was completed successfully using the same system as this was an intermittent issue. The philips remote service engineer (rse) analyzed the system log files and noted occurrences of tube current error messages. The philips field service engineer (fse) inspected the system onsite, verified filament tests were successful, and installed a new xsc (certeray) board as suggested by the rse. Since the tube current issue remained, the fse reinstalled the old board and returned the new one, and verified tube adaptation and yield calibrations were successful. After reinstallation, the system was returned to customer with limited use. Later, the issue reoccurred and the xray tube was replaced in separate work order. After which the system was returned to customer with good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality issue is intermittent and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's digital subtraction angiography was intermittently not working. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.